Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection found the flash ball assembly to be broken inside of the bushing. The device was also lacking a needle adaptor and injection site. The cause was determined to be a machine or equipment issue during the manufacturing process. In order to address this condition, a CAPA was opened. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set was damaged. The damage was not specified. This was noticed outside of patient use. No additional information is available.